Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar would not open and the arm would not straighten to withdraw from patient without manual intervention. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a segment of the conductor wire dislodged and sticking out from the grip routing. The wire insulation was damaged, and the wire was exposed. The instrument grips were manually manipulated, and the instrument passed an electric continuity test on 3 of 3 attempts. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument grips tips did not open and close properly. Additionally, the instrument was found to have damage of the conductor wire¿s insulation at the grip routing. There was material missing and the conductor wires were exposed. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.